Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient¿s blood glucose on an unspecified date was 460 mg/dl with extreme thirst and urination and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump¿s basal rate and bolus settings were recently change. It was reported the pump was experiencing an intermittent power issue, the battery compartment was cracked, and the battery cap had never been changed. The complaint is being reported because the alleged serious health event was attributed to a reported pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.